Event description:
A nurse reported that during a vitrectomy procedure, the vitreous probe had no suction and was not aspirating. The surgeon changed the probe and completed the procedure with no pt harm.

Manufacturer narrative:
The investigation is in progress. A sample has been rec'd, but has not been evaluated. The device history records (DHR) for the lots were reviewed. There was a related reinspection for aspiration issues found on one of the three component lots. However, all suspect product was re-inspected and the product was released according to the MFR's acceptance criteria. A complaint history review indicates no add'l complaints were associated with the aspiration issue component lot. A root cause has not been identified. (B)(4).